Manufacturer narrative:
Pain and prolonged pain is a known potential adverse event of coolsculpting treatment. The effect of performing coolsculpting treatments on areas with minimal underlying muscle mass and/or superficially located nerve branches, arteries, or veins has not been demonstrated to be safe and effective. A supplemental report will be submitted if additional information is obtained.

Event description:
A healthcare professional reported that a patient received coolsculpting treatment to the abdomen on (B)(6) 2026 with cooladvantage and cooladvantage plus applicators and experienced "bubbling on the pulses", ongoing abdominal pain and a not device related "enlarged aorta" on the abdomen one week post treatment.